Event description:
Caller indicated the advance meter was reading high. In 2007 at 10:30 pm, patient's wife heard a groan and a thump. She found him laying on the ground. He was unresponsive and shaking uncontrollably. She called 911 and while she was waiting for the ambulance to come, she checked his blood sugar on his advance micro-draw with a result of 76. When the ambulance got there, they got a result of 11 and rushed him to the hospital where he has been recovering since wednesday night. Wife said no more than 10 minutes passed between the reading on the advance meter and the ambulances results.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.